Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) if this code batch. There are no units in stock in b. Braun surgical's warehouse. We have not received any samples from the customer, however, we have received pictures of eight open and unused pouches. In some of the pouches it can be seen that there are five sutures inside the pack instead of four and in other pouches there are three sutures instead of four. The needles are placed in the flap and the sutures are still wound on the pack. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the pictures received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the pictures received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: a CAPA was opened to take corrective measures to minimize and avoid such kind of issues in the future.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported that there was an issue with safil violet suture. The client reported that the nurses detected eight packages with more or less sutures inside when opening. The defect was detected prior to use. No other information has been provided.